Event description:
Baxter singapore reported a patient with eosinophillic peritonitis following a transfer set change. The transfer set was changed on 02/13/99 and the patient presented with symptoms of peritonitis on 02/27/99. The patient was treated with the following antibiotics intraperitoneally: cephalothin 1 gm. And tobramycin 16mg as a loading dose. The maintenance doses included: cephalothin 125mg/l and tobramycin 4mg/l for 14 days. Following the diagnosis of eosinophlic peritonitis, the patient also received oral prenesonol 10mg. Daily. The patient was hospitalized from 03/13/99 to 03/22/99. The patient has fully recovered.